Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00632. It was reported the patient's leads were explanted and replaced with a different model on (B)(6) 2016 due to ineffective stimulation. The issue was resolved by surgical intervention.